Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while customer was changing pump supplies. Customer's blood glucose was 101mg/dl. Customer was unable to clear alarm at time of report. The following day, customer reported that the alarm had been cleared and insulin delivery was resumed successfully.